Manufacturer narrative:
Testing and investigation found the device touchscreen was not responsive when the keys were pressed. Further investigation found dry contamination on the touchscreen. The probable cause of the broken touchscreen is due to contamination caused by fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was not working. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.